Event description:
It was reported that the pt underwent a sling procedure in 2004. 3 days later the pt presented to the emergency room and was transferred to the ICU. A bowel perforation was diagnosed.